Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of less than 20 ohms, triggering a latitude red alert. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
The patient was brought back in clinic for troubleshooting, but the low shock impedance measurements were not reproducible. Recent shock impedance measurements average near 30 ohms, but two measurements below 20 ohms were noted in the last recorded daily measurements. The patient has not required shock therapy, and the physician has elected to monitor the situation at this time. The clinic plans to re-evaluate the patient in one month. This event will be updated if any additional information is received.

Event description:
Boston scientific received information that low shock impedance measurements have continued on this lead since the initial observation. Recently, a defibrillation thresholds test was performed at a device changeout for normal battery depletion to test the integrity of the lead. The patient was successfully converted with no additional lead issues. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.